Event description:
It was reported that a malfunction occurred with the pump, displaying malfunction code 16. At the time of the event, the customer's blood glucose (bg) level was recorded as high and customer administered a manual insulin injection to address bg and did not require any third-party assistance. No injuries were reported. Customer reverted to using manual insulin injections for insulin therapy.